Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that failed battery test and unexpected restart was occurred in insulin pump. Blood glucose was 151 mg/dl. Customer also reported that insulin pump was damaged. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Customer also reported that insulin pump was exposed to moisture. Customer stated a constant tone was occurring. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test, unexpected restart error and audio or beep anomaly noted. Device received with moisture damage on electronics assembly, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and cracked on display window noted. The test reservoir stay locked in place noted.